Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a review of the pump black box data revealed one unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. No visible evidence of moisture was observed. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump powered on normally and was exercised for 24 hours with no power interruptions. The pump case was removed, and moisture corrosion to the power circuit and cgm module was found. A leak test failed due a crack in the pump case between the display lens and the case seal. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue while moisture was evident behind the display. No damages to the battery compartment or cap were noted and the cap was able to fasten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.